Manufacturer narrative:
Country: (B)(4).

Event description:
A manufacturer representative reported an implantable neurostimulator (ins) (activa pc), with elective replacement indicator (eri) activated, was replaced due to normal battery depletion. The impedences were ok, however, during the replacement the impedance on contact #3 were all greater than 40,000 ohms with an activa rc ins. Troubleshooting included connecting back to the activa pc ins (impedances were all ok), connecting to a new activa rc ins (impedances greater than 40,000 ohms again on contact 3), and connecting to the old activa pc ins again where the impedances were all ok. A new ins (activa pc) was used the impedances on contact #3 were greater than 40,000 ohms again. Contact #3 was active in the programming, and the physician used contact #2 instead of contact # 3. The patient felt fine with this programming set. Please note that this report refers to the patient's current primary cell ins. Please see regulatory report #3007566237-2016-03158 for information regarding the rechargeable ins that was never fully implanted.

Manufacturer narrative:
Mfg site ID was corrected and updated to (B)(4). Ins serial number was corrected. The ins was not received for analysis. Information references the main component of the system and other applicable components are: product ID: 37612 serial# (B)(4), explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37601, serial# (B)(4),: product type: implantable neurostimulator. Product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. Product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.